Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011 due to dislodgement after patient fell. The physician was dr. (B)(6) at (B)(6) and clinic in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).